Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to blood glucose (bg) reading of ¿high¿. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on an unknown date with the issue resolved and no permanent damage. Reportedly, an altitude alarm occurred while the pump was not outside the labeled altitude operating range. The customer reverted to an alternate method of insulin therapy.